Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding atrial patient who was using an external neurostimulator (ens). It was reported that the patient did not have a successful trial, they had diarrhea during the time and the wire moved. No further complications were reported.